Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a procedure performed on (B)(6) 2011. According to the complainant, the device handle "did not exposed, preventing the use." Unsuccessful attempts were made to obtain clarification to this statement. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. As stated above, attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the sheath to be kinked. Additionally, the flare was detached and the key tube was found outside the dongle assembly. The condition of the device rendered functional testing impossible. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kink found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach and the key tube to dislodge; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.